Event description:
It was reported to boston scientific corporation in 2008 that a hydrothermablator console unit (hta) was used during a hydrothermablator (hta) procedure on the day before. According to the complainant, the hta procedure set heater canister melted. The issue occurred during set up before the rest of the kit connected. The rod inside the heater canister was glowing and melted bent over. The hta procedure was completed with another hta procedure set. There is no further information available regarding the patient or the procedure.

Manufacturer narrative:
The device was serviced at the customer site, therefore, it will not be returned to the manufacturer. The hta procedure set heater canister was replaced and resolved the reported issue.